Manufacturer narrative:
Upon analysis this event will be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Visual inspection revealed fractured conductor coils, as well as electrocautery damage/melted insulation. Clinical observations of out of range impedances, no pacing, and increased thresholds could not be confirmed per laboratory analysis. A lead fracture was confirmed due to the tie down of the suture sleeve.

Event description:
Boston scientific received information that a revision of the left ventricular (lv) lead took place due to increase pacing impedances. An increase in thresholds and no pacing was seen in all configurations. An exit block and loss of capture was also noted. Upon explanting the lead the physician noted a defect on the lead and blood was seen under the surface of the insulation. No adverse patient effects were reported.